Event description:
It was reported when using the bd pyxis medstation system, full height cubie drawer failed to open, had to pull the drawer while actioning recovery, which caused a delay in dispensing medication to the patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was caused by the drawer failure. A technical support specialist confirmed that issue was resolved after replacing drawer rails. The system functioned as intended after the technical support specialist troubleshooted the device.